Manufacturer narrative:
Evaluation summary one device was received for evaluation. Visual inspection found both of the knife webs protruding from the clevis area, one was sharp and one was not. The reported condition was confirmed. The jaws opened and closed normally when the handle was activated. The knife did not extend or retract when the trigger was activated. The knife is contacting the back of the seal plate. This can happen when excessive tension is placed on the jaws, forcing them out of alignment. When the knife contacted the back of the seal plate force was continued to be exerted on the trigger. The force causes the knife webs to break and protrude from the clevis area. The investigation identified the root cause of the reported event to be misuse. The instruction for use(IFU) cautions: do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's knife blade had jammed and did not advance. There was no patient injury. Upon receipt for investigation visual inspection found both of the knife webs protruding from the clevis area of the device, one was sharp and one was not.